Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 48 mg/dl. Customer's current blood glucose level was 177 mg/dl. The customer did not provide details on symptoms related to the low blood glucose levels. However, customer was treated for their glucose levels with glucose. Customer reported that they received auto mode repeated blood glucose request. The insulin pump will not be returned for analysis.